Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a cystoscopy procedure performed in 2009. According to the complainant, the patient underwent a cystoscopy and ktp laser of the bladder neck. At approximately 20 days post-op, the patient was presented with what appeared to be a left gluteal abscess. Intra operative findings of a 37 cm piece of guidewire was removed from the buttocks. The removed piece of guidewire had been used during the cystoscopy surgery. The patient was discharged 24 hours later with antibiotics. Additionally, the physician was attempting to push the guidewire through a difficult stricture. The ktp 120 laser may have severed a portion of the guidewire, which was not noticed during the procedure. The patient had a previous prostatectomy, therefore, there may have been a false lumen. Patient is reported to be in good condition.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.